Event description:
A patient reported she was implanted on the day of the call and she was feeling uncomfortable stimulation. The patient stated she felt it was too high. Patient services walked the patient through how to turn stimulation down. The patient confirmed the therapy was on. The patient was able to decrease stimulation and the uncomfortable stimulation was eliminated. The patient stated she felt relief after decreasing stimulation from 1.1 to 0.8. The indication for use is unknown. Additional information was received from the patient and it was reported that after recovery on the day prior to the report, the nurses were playing with the box and the patient was afraid something got messed up. The patient reported that it wasn't working right. Additional information was received from the patient and it was reported that the device was set too high for comfort and when she responded in pain the nurse tried to decrease the setting. The patient reported she felt relief but later was concerned about the settings. The patient reported that the next morning, she called the surgeon¿s office to request to know that it was correctly set and program had not been altered, only the electrical stimulation setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A later call from the consumer indicated that the patient went to lay down for bed and got the feeling the implant "attacked" them. The patient clarified that they started getting pain in their legs and the all of a sudden a terrible pain in their buttock and down their legs so the patient could hardly move. The patient then reported that their legs, calf, and ankle were swollen and the patient noticed a lump the size of an egg or about 1/2 inch where the lead is located which the patient thought was caused by the incident. According to the patient the ins is in their left buttock and the lead crosses over to the right buttock to control the patient's sphincter muscle. The patient lowered stimulation to 0.2 and then got up and started working around and felt better. At the time of the call the patient's legs were still aching, but the right leg was aching more. The patient also mentioned previously reported issues. The issue was reported as sudden in nature. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported it hadn't happened again since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that turning in bed led to the sudden pain in the buttock near the implant. After heat application and movement the pain stopped, but the raised hot area remained. The patient reported seeing their doctor who implanted the device and the doctor confirmed it was not connected to their actual device. The pain, ambulation difficulties, lump and soreness were noted to be resolved as there was no reoccurrence, but the patient did not know the cause of the event. No further complications were reported.